Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving bupivacaine (10 mg/ml) and morphine drug (5 mg/ml) via an implantable pump for malignant pain. It was reported that they were in the middle of a catheter revision. The caller stated that the patient never had therapy benefit and the catheter was not in the spine which was the reason for the revision. The caller stated that there was originally 114.3 centimeters; they removed 16 cm on the spine segment. The physician did not aspirate. They opened up a revision kit because they did not open up the pump pocket. From the 66 cm, they cut 25 cm, so they implanted 41 cm. The agent reviewed that there would be drug throughout the system except for the 41 cm that goes into the spine.